Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. Without a sample available for product evaluation, no definitive conclusion can be drawn as to the cause of the alleged event that was reportedly experienced. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal would not advance into the deployment sheath, became stuck when trying to remove. Practitioner simply removed the deployment sheath from the patient and held hemostatic pressure to the access site. The patient was stable, and the procedure was a success. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received on 17september 2021: the procedure was a left heart catherization using a 6fr sheath. Post procedure groin angiography was performed.